Manufacturer narrative:
A sample is not available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information is provided, supplemental reports will be submitted. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event involves a spinning spiros® closed male luer, purple cap. The reporter stated ¿drug: doxorubicin (vesicant bolus) line a pre-medication administered via distal side port with no issues, bung intact. Attached chemotherapy syringe to distal side port of non-filtered line which was running via gravity (a line, saline). Commenced bolus and noticed chemotherapy was leaking from distal end of spiros, seemed to be a poor connection between syringe and side port. Ceased boles and noticed possible crack in spiros and inner bung on side port remained pushed in after disconnecting syringe. Pharmacy informed and provided new syringe, line replaced. Nil issues with new line and syringe, nil harm to patient or staff." The event occurred during use on patient where the chemotherapy was leaking from distal end of spiros. There was patient involvement, no adverse event, there was a delay in therapy, and no one was harmed as a result of the reported event.

Manufacturer narrative:
H10: no product samples were returned for investigation, however, photographs were provided and evaluated. One photograph showed a microclave with a seal stickdown. The second photo showed a spiros connected to a syringe and a clear microclave. Leakage was evident from the area where the female luer of the spiros and the male luer of the syringe are connected. The exact source of the leak is not clear in the photo provided. The reported complaint of leakage was confirmed. Without a returned sample the probable cause cannot be determined.